Event description:
It was reported that during a cruciate ligament reconstruction surgery, screw loosening occurred, and then surgeon took out it and found the front-end of the screw worn flat. No patient injury reported

Manufacturer narrative:
One 7mm x 25mm biosure ha screw was returned for evaluation. Visual assessment of showed the screw has broken. Approximately 7mm of the distal threads have broken off and were not returned for evaluation. The remaining portion of the screw is heavily degraded and the threads are significantly damaged and are missing pieces. The damage is consistent with contact with hard bone.